Event description:
A malfunction was reported with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions on resetting the pump, and the customer successfully reset it, continuing to use the pump without the malfunction recurring.